Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, fecal incontinence. It was reported that the reason for the call was to report that for about a month they hadn't been able to connect to the implant, said that the blue light on the communicator keptflashing and didn't find the device. The agent reviewed general use of the handset and communicator. With instruction, the caller selected the correct application and successfully connected to the implant. The agent reviewed the meaning of the screen and the caller confirmed that therapy was off. The caller turned therapy back on. The caller and patient didn't recall how or when therapy was turned off however they said that for the past month the patient had experienced a return of symptoms. The caller maintained the settings and the patient agreed to monitor symptoms. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.